Manufacturer narrative:
The manufacturer previously reported the hardware (hw) power test step failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the test step had failed on the device. During the evaluation it was noted that an error code, ripc communication to dsp failed, was observed on the device's error log. The service technician further evaluated and determined the system printed circuit assembly (pca) had caused the test step to fail on the device. In conclusion, the device's system pca needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced due to missing on the device. This was unrelated to the reportable issue. The handle was replaced for physical damage unrelated to the reportable issue.

Event description:
The manufacturer received information alleging the hardware (hw) power test step failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Currently, the device is being evaluated for this issue. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additionally, during the service of the device, the rubber feet were replaced due to missing on the device. This was unrelated to the reportable issue. The handle was replaced for physical damage unrelated to the reportable issue.